Event description:
During an operation "pcv" was switched to ventilatory capacity immediately a positive end expiratory pressure occurred. The servobellow was exchanged at once. Afterwards kion continued to work normally without any complaint. During the autopeep a pressure up to the upper pressure limit was measured, which did not drop again to 0 mbar. The pt was not injured.